Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was abutting the balloon and the advancer tube was engaged to the distal tamp lock. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator (mynxgrip instructions for use (IFU)). The inflated balloon diameter was verified and noted to be within specification. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt the failure reported as pull through was not confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of the complaint could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After a coronary angiography (cag), in the process of bleeding, the 5f mynxgrip vascular closure device (vcd) entered into the unknown sheath and the balloon of the device was normally inflated, the device was removed from the unknown sheath when pulled back. There was no reported patient injury. The device will be returned for evaluation

Manufacturer narrative:
After a coronary angiography (cag), in the process of bleeding, the 5f mynxgrip vascular closure device (vcd) entered into the unknown sheath and the balloon of the device was normally inflated, the device was removed from the unknown sheath when pulled back. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant was abutting the balloon and the advancer tube was engaged to the distal tamp lock. The procedural sheath was not returned. The catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1921104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive force applied during pullback may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿position balloon¿, it instructs users to pull gently on the device to retract the device until the black line in the tension indicator window aligns with the marker on the side to ensure the balloon is abutting the vessel wall with the correct amount of tension. If excessive tension is applied to the device during the position balloon step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.